Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the insyte-n yel 24ga x 0.56in, the device experienced a needle through catheter while trying to introduce the catheter causing a hole in the catheter itself. This event occurred ten times. The following information was provided by the initial reporter. The customer stated: reports of ruptured cannula occurring in packaging. Additional reports of inserters loosening the needle off the plastic hub prior to insertion & the needle is rupturing through the side of the cannula.

Event description:
It was reported when using the insyte-n yel 24ga x 0.56in, the device experienced a needle through catheter while trying to introduce the catheter causing a hole in the catheter itself. This event occurred ten times. The following information was provided by the initial reporter. The customer stated: 1) reports of ruptured cannula occurring in packaging. 2) additional reports of inserters loosening the needle off the plastic hub prior to insertion & the needle is rupturing through the side of the cannula.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-08-30. H6: investigation summary ten representative samples were received by our quality team for evaluation. The samples were subjected to visual inspection to check for the needle piercing through the catheter. On all ten samples, no needle pierced through the catheter was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto rejected by the inline tip spear vision inspection system. Needle pierced through catheter could also happened during product application when the product was manipulated. As no needle pierced through the catheter was detected on the returned samples, the root cause could not be established. The following controls have been put in place to prevent and detect the needle being pierced through catheter from occurring: the vision system camera is not out of focus when capturing the defect by using various metal blocks for different gauges to prevent the vision assembly from dropping under its weight and the catheter is aligned to one side using vacuum to aid the insertion of the cannula thus reducing the likelihood of this nonperformance from occurring. A daily challenge of the vision system is performed, and visual inspection is performed during outgoing inspection. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.